Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose of around 600 mg/dl on october 13. Customer was treated with insulin in hospital. Customer¿s blood glucose at time of incident was 488 mg/dl and experienced vomiting, nausea. Customer mentioned that insulin pump lost the insulin pump in hospital. Insulin pump will be returned for analysis.